Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged cough. There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, confirmed evidence of environmental contamination only; no foam was found. Faults or errors contained within the logs support sensor board contamination failures. It appears that a scenting item has been used, often coating or staining the hoses and inside of the device with a fragranced scent. This contamination is found throughout the entire device. All contamination found inside the device appears to be from the patients' environment. Brown stains, dirt, dust, hair, and other environmental particles are found throughout the inside of the air/flow paths. The complaint aligns with sensor board contamination failures without foam degeneration evidence.